Event description:
The customer stated that he received a low blood glucose reading of 52mg/dl. When the check strip was inserted, it was discoverd that the meter was set to mmol/l. The customerr does not take any medication for his diabetes and did not allege any adverse events. The customer was albe to change the meter back to mg/dl with assistance. The meter was to be sent in for evaluation and a replacement meter was to be sent.